Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and they were unable to clear it. The blood glucose level of the customer was unknown. Troubleshooting was performed and the customer was asked to discontinue the use of insulin pump and revert to back up plan. The insulin pump will return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm motor position encoder error alarm and unable to perform any tests due to motor error alarm.